Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.1; d.2a; d.2b; d.3; d.4; g.1; g.4;

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Explanting physician reported, right side rupture. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
E1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.